Event description:
Pt had intramedullary nailing on (B)(6) 2016 for right atypical biphosphonate fracture of right femur. About a month later, she felt a pop around her knee and had sudden increase in pain. She was found to have broken a distal interlocking screw and loss of fracture reduction. She returned to surgery on (B)(6) 2016 for removal of previously placed right femur intramedullary nail as well as intramedullary nailing of right femur fracture.